Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The watchman access system was positioned in the laa of the patient. A 21mm wds was inserted and the closure device was deployed in the laa. This device did not meet release criteria and needed to be fully recaptured. A new 21 mm closure device was then inserted and deployed. After deployment, the physician noticed that contrast was escaping into the pericardium and confirmed via transesophageal echocardiogram (tee) that there was a small pericardial effusion. The physician fully recaptured this closure device as it did not meet release criteria and ended the procedure. Protamine was administered. A pericardiocentesis was performed which drained 118ml of red fluid. The patient remained stable throughout the procedure and a follow up transthoracic echocardiogram (tee) was negative for effusion. The patient was discharged home in good condition the following day.